Event description:
It was reported that the patient¿s therapy was doing well but impedances had become a concern and worsened in (B)(6) 2013, post implantable neurostimulator (ins) change-out. Impedance values were as listed: therapy impedance was 2097 ohms in march, therapy impedance was ¿high¿ in july of last year, all combinations with 2 were above expected levels in (B)(6) 2014: c2 3996 ohms, 02 5244 ohms, 12 4638 ohms, therapy impedance was 1151 (normal) in (B)(6) 2014, and therapy impedance was ¿high¿ on (B)(6) 2014. There had been no reports of falls or trauma prior to concern regarding impedances. It was noted that the patient did stretching, yoga, and dance. The impedance issues seemed to be intermittent and it was stated that impedances would be checked while the patient was in different positions the next time the patient was seen in the office. At the end of the call therapy was reported to be doing well and the impedance problem was unresolved at that time.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3389s-40, lot# v109673, implanted: (B)(6) 2008, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3389s-40, lot# v130326, implanted: (B)(6) 2008, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).